Manufacturer narrative:
UDI: unknown part number. Lot unknown. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Implants remain in patient.

Event description:
Problem occurred nearly 2 years after surgery, seen during routine x-ray check during routine x-ray follow up check the surgeon noticed that the cranial screws have migrated and broken. Primary indication was a fracture at l1; due to diminished bone quality the surgeon decided on a long construct which was connected to an existing fusion in lumbar vertebra. Screws used are the expedium viper cortical fix screws, augmented with confidence cement. Patient is (B)(6) and wheelchair bound, so no extreme forces are loaded to the construct. Initial surgery date was (B)(6) 2015. The 6 most cranial screws were inserted and the augmented. Initial xrays showed good anchorage and cement filling. Almost two years later all cemented screws have migrated through the cement and the two center screws have broken at the most proximal cement holes. The implants will not be available for investigation as there is no immediate indication for a re-surgery. Please find attached the post-op and last x-rays.